Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a doxil secondary infusion completed and while disconnecting the secondary IV set texium male luer from primary set proximal smartsite a droplet of doxil was noted during patient use. There was no report of patient harm or medical intervention.